Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient's daughter that this device's battery depleted and the device longevity did not last as long as expected. Additional information from the clinic indicates the patient had not been seen for a few years and there was no plan to replace the device. This device remaiins in service. No adverse patient effects were reported.